Manufacturer narrative:
Investigation performed by our field service engineer (fse) revealed that two printed-circuit boards (pcb's), the expiratory channel and the control pcb's, were damaged by a liquid substance. The pc boards were replaced, and after successful functions and safety tests were performed, the ventilator was returned to service. A visual inspection of the received photograph confirmed that there was severe corrosion on the pcb's. Evaluation of the received device logs confirmed the reported failure. The pcb's were not further investigated since an ingress of liquid on pcb's can cause failures or short-circuits which might lead to a ventilator malfunction. It is unknown how the liquid entered into the ventilator.

Event description:
It was reported that the ventilator displayed a technical error code indicating a disabled control printed-circuit board (pcb) during start-up. There was no patient involvement reported. (B)(4).